Manufacturer narrative:
Two sealed lenses were returned in unused condition and one open lens in used condition was returned to the manufacturer for evaluation. Evaluation is currently in process. Additional information received will be provided via a follow-up report.

Event description:
The patient sought emergency medical treatment and was diagnosed with a corneal ulcer in the right (od) eye requiring medical treatment. After several visits the eye care professional indicates the medication is being reduced because the ulcer is remitting. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported out of an abundance of caution due to the incomplete diagnosis, lack of medical information, and unknown resolution.

Manufacturer narrative:
Manufacturers evaluation complete. One lens returned in open condition, two additional lenses returned in sealed condition. No faults or defects were found. The association between the coopervision lenses and the event is unconfirmed.